Manufacturer narrative:
Correction: date of event: initially reported as 07/16/2019 date has been corrected to (B)(6) 2019. (B)(6).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm moderate support straight pt2 guidewire was selected for a patient procedure. When the guidewire was tried to carry to the distal channel of the artery, it was noticed that there was a fragmentation of the distal end of the wire. An attempt to remove the fragment was done, but it was unsuccessful. It was fixed by stents on the bifurcation of the artery. No further patient complications were reported. The patient recovered without consequences. It was further reported that a 6f guide catheter was inserted in the left coronary artery mouth. An intracoronary guidewire was inserted into the anterior interventricular branch distal bed. The attempted percutaneous transluminal coronary angioplasty of the anterior interventricular branch distal segment was unsuccessful. A to 15 mm long fragmentation of the distal part pt2 guidewire was observed via angiography. The guidewire fragment was removed before bifurcation of the anterior interventricular branch and the intermediate artery using a non-bsc suction catheter; further removal is not possible. It was decided to stent the bifurcation of the anterior interventricular branch and the intermediate artery. Intracoronary guidewires were inserted into the anterior interventricular branch distal bed and the intermediate artery. Pre-dilation was performed with a 2.5x20mm non-bsc balloon under nominal pressure. Subsequently, a 2.75x22 mm and 3.0x22 mm non-bsc drug eluting stent was implanted. Post-dilation was performed with a 3.25x15 non-bsc high-pressure balloon under nominal pressure. Angiography was performed which revealed antegrade blood flow in the anterior interventricular branch and the intermediate; the guidewire fragment is fully covered with stents and fixed to the carina of the anterior interventricular branch and the intermediate artery; the stents are fully expanded. The introducer was removed. Full hemostasis by pressing. Aseptic dressing. Intraarterial administration 7500 units of heparin.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm moderate support straight pt2 guidewire was selected for a patient procedure. When the guidewire was tried to carry to the distal channel of the artery, it was noticed that there was a fragmentation of the distal end of the wire. An attempt to removed the fragment was done, but it was unsuccessful. It was fixed by stents on the bifurcation of the artery. No further patient complications were reported. The patient recovered without consequences.